Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The defibrillator is non-boston scientific product. The health care professional (hcp) noted that several vector configurations were tried, but the shock impedance remained out of range. A defibrillation threshold (dft) test was performed and noted that the impedance was within range. Technical services (ts) provided potential causes and resolution options. The lead remains in use. No additional adverse patient effects were reported.